Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient only had deflation of the left breast implant and that the right breast implant was intact upon removal. On (B)(6) 2020, mentor became aware that the patient also experienced bilateral capsular contracture; baker grade unknown and inferior malposition of the right implant. On (B)(6) 2020, mentor became aware that the patient had undergone bilateral replacement with the following devices: (left) 325cc mentor smooth round moderate profile saline catalog: 3501650 lot: 9423841 sn: (B)(4) and (right) 325cc mentor smooth round moderate profile saline catalog: 3501650 lot: 9426720 sn: (B)(4). Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 325cc mentor smooth round moderate profile saline breast prostheses, suffered bilateral breast implant deflations post-operatively. As a result, the patient was scheduled for bilateral implant explantation on (B)(6)2020. This medwatch form is for the right breast prosthesis.